Event description:
It was reported a patient experienced hypotension when a novum iq lvp under infused. In the medical surgical intensive care unit, a patient was receiving a norepinephrine infusion to ¿maintain their blood pressure¿; however, the blood pressure kept dropping regardless of the increasing doses provided. The tubing was accurately placed in the pump¿s channel as well as programmed correctly to 200mcg/minute. Upon inspection of the pump, the nurse observed ¿slow drips in the chamber¿. The patient¿s blood pressure went to ¿40s/20s via an arterial line¿. The patient was ¿provided with emergency care by multiple staff and mccs (assumed to be an emergency medical response team) providers at bedside¿. The patient received neo (phenylephrine) push and nahco3 pushes. After an unspecified period of time, epinephrine infusion was initiated, and norepinephrine was restarted on a new pump at a rate of 200mcg/minute. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was evaluated by a qualified on-site technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. The event history log was reviewed and on the day of the event, a norepinephrine infusion was identified. The reported rate was unable to be confirmed. No secondary infusions were programmed in association with this infusion. No motor stall alerts were identified. No air in line alarms and a single downstream occlusion alarm occurred during this infusion. Standby mode was not identified on the event date but occurs prior in the logs. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.